Manufacturer narrative:
Date sent: 05/21/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigma resection procedure, the device did not staple correctly. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.